Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 11.0 mmol/l. Troubleshooting was performed. Customer states insulin is "squirting out" during the fill tubing process. Customer reported that the drive supported was sticking out. Customer states force sensor did not detect the reservoir while sitting. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will not be returning for analysis

Manufacturer narrative:
Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected alarm error test, prime/test, excessive no delivery test and occlusion test or verify compromised forced sensor alarm due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.